Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tvh and perineorrhaphy due to mennohargia, submucosal fibroid, sui, and history of obstetrical trauma with poor re-healed mediolateral episiotomy. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that the patient underwent cystourethroscopy, cystoscopic removal of mesh from bladder with fulguration on (B)(6) 2008 due to foreign body mesh in bladder. It was reported that the patient underwent pelvic exploration with removal of foreign body from the bladder/ mesh on (B)(6) 2012 due to foreign body in the bladder and intravesical mesh. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.